Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. The failure to advance and difficulty removing the sds could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted that the multi link vision coronary stent system instructions for use indicates that an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. The instructions for use also indicates that if any resistance is felt at any time during advancement or withdrawal of the delivery system, the entire system should be removed as a single unit.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): against resistance and re-insertion. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure, a 3.0x15 rx vision stent delivery system was advanced toward a heavily calcified lesion in the non-tortuous left anterior descending coronary artery, but was unable to cross the lesion. The 3.0x15 vision was withdrawn, and pre-dilatation was performed with an unspecified balloon dilatation catheter. The same 3.0x15 vision was reinserted and advanced toward the lesion again, but it was discovered that the stent was no longer on the balloon. The vision was subsequently withdrawn with resistance felt. The physician inflated the vision system balloon while outside of the anatomy, and confirmed that the stent had dislodged from the balloon. The stent was found in a non-abbott hemostatic valve, well outside of the anatomy. Another 3.0x15 rx vision stent was used to complete the procedure. There were no patient effects and no clinically significant delay in completing the procedure. No additional information was provided.